Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. Upon completion, the pt developed a hematoma. Reportedly, forty-five minutes later the hematoma was gone. Six hours post-procedure, the pt developed a cold leg, a clot was discovered, and the pt was sent to surgery for a successful thrombectomy. The pt is fine. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. (B)(4).